Manufacturer narrative:
The customer reported that their central nurse's station (cns) unexpectedly discharged a patient on its own. The patient was being monitored locally on a transmitter. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) unexpectedly discharged a patient on its own.